Manufacturer narrative:
Concomimtant medical products: 97714 pain stim ipg, implanted on (B)(6) 2017. 977a260, 977a260 leads implanted on (B)(6) 2014. Additional product: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2022 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 10-jun-2021, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2022 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no., mfg date: 10-jun-2021, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries had a poor mechanical connection and were unable to secure the connection with the controller. All four batteries have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: three (3) batteries ((B)(6), (B)(6), (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection and functional testing; the batteries were able to adequately connect to a test controller. As a result, the reported events involving (B)(6) and (B)(6) could not be confirmed. Failure analysis of (B)(6) revealed damaged plastic guides on the battery's connector, which impacted the ability of the battery to adequately connect to a test controller and test battery charger. As a result, the reported event involving (B)(6) was confirmed. The most likely root cause of the reported poor mechanical connection event involving (B)(6) can be attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Additional products: d4: serial #: (B)(6). D10: yes, return date: 25-feb-2022 .h3: yes. Dev rtn to MFR? Yes. H6: img code(s): g02002. H6: FDA method code(s): b01. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. D4: serial #: (B)(6). D10: yes, return date: 25-feb-2022. H3: yes dev rtn to MFR? Yes. H6: img code(s): g02002. H6: FDA method code(s): b01. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.